Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient felt shocking and a stinging pain at the neurostimulator (ins) site. Patient turned the device off one week ago and sensation stopped. Patient was scheduled to meet with a rep for device interrogation/reprogramming on (B)(6) 2018. Issue not resolved at this time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that cause was not known. It was reported the rep palpitated area and no shocking sensation or discomfort felt by patient.